Event description:
The tip of the catheter is very flexible and is breaking off during insertion. Removal has become difficult due to this as the tip will also kink during insertion.======================manufacturer response for perifix continuous epidural tray (per site reporter).======================we do not have a response yet.